Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: two (2) controllers ((B)(6)), two (2) batteries ((B)(6)), and one (1) shower bag of unknown lot number were not returned for evaluation. No performance allegations were made against the batteries. Log file analysis was not performed since log files were not available for analysis. There is insufficient information regarding the reported "worn out wire" event involving (B)(6). As a result, the reported events could not be confirmed due to insufficient evidence. Applicable risk documentation and experience with events of similar circumstances were considered; possible causes of the reported shower bag leak event can be attributed, but not limited, to wear and/or the handling of the bag, as described in the event details. A possible root cause of the reported "yellow alarms" can be attributed, but not limited to a low priority alarm, which will result in a solid yellow alarm indicator (triangle) and/or a medium priority alarm, which will result in a flashing yellow alarm indicator (triangl e). Based on the available information, the most likely root cause of the reported ¿controller bag dropped¿ and controller water ingress events involving (B)(6) can be attributed to handling of the device, as described in the event details. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: two (2) controllers ((B)(6), (B)(6)), two (2) batteries ((B)(6), (B)(6)), and one (1) shower bag of unknown lot number w ere not returned for evaluation. No performance allegations were made against the batteries. A review of the manufacturing documentation was not performed as the reported event is not related to a manufacturing or servicing issue. Log file analysis was not performed since log files were not available for analysis. As a result, the reported events could not be confirmed due to insufficient evidence. Based on the available information; the most likely root cause of the reported shower bag leak, "yellow alarms", screen not visible, and ¿controller bag dropped¿ and controller water ingress events involving (B)(6) can be attributed, but not limited to handling of the device, as described in the event details. The reported "yellow alarms" can be attributed, but not limited to a low priority alarm, which will result in a solid yellow alarm indicator (triangle) and/or a medium priority alarm, which will result in a flashing yellow alarm indicator (triangle). Applicable risk documentation and experience with events of similar circumstances were considered; the most likely root cause of the reported end of life event involving (B)(6) can be attributed to the device reaching the end of its useful life due to being in use for more than two (2) years. Additional products: d1: heartware ventricular assist system ¿ (B)(6) UDI #: (B)(4) d9: no h3: no d1: serial or lot#: unk-shower bag d9: no h3: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for additional information received. Additional products: d1: controller d4: model #: 1420 / catalog #: 1420 / expiration date: 30-sept-2019 / serial#: (B)(6) UDI#: (B)(4) d9: no h3: no h4: mfg date: 10-sept-2018 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the back up controller wire were worn out.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional products: d1: heartware ventricular assist system ¿ unknown pack d4: model #: / catalog #: / expiration date: / lot #: / UDI #: d9: no h4: mfg date: h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient had dropped the controller bag while in the shower and the controller "got soaked". It was also reported that the patient's vitals were normal.

Manufacturer narrative:
A supplemental report is being submitted for correction to h6 device codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This information was received from the mechanical circulatory support product surveillance registry study. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the controller was exposed to water and exhibited "yellow alarms (identified by sound: screen not visible)." The patient was admitted and the controller was exchanged in the intensive care unit (ICU). No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for additional event details. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient's back up controller was removed from service due to "end of life."